Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 1:00 pm. The patient manages her diabetes with insulin (lantus and levemir,). Three days after the alleged issue occurred, the patient claimed she developed symptoms of ¿dizzy, dehydration¿. At 10:00 am that same day, the patient stated she went into the urgent care/clinic and her blood glucose was tested. The patient stated she obtained a result of ¿517 mg/dl¿ with the doctor/clinic meter and was given IV fluids from her health care professional (hcp). On (B)(6) 2013 at 7:00 pm, the patient stated she took an increased dose of insulin (lantus, 30 units a day; humalog 15-20 units 2 times a day) in response to the alleged issue. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter do not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.